Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was greater than 600 mg/dl with moderate ketones, which was addressed with a manual injection. Reportedly, the customer was able to load a cartridge successfully.